Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use the 840 ventilator had no oxygen supplied and ventilator stopped cycling. The ventilator was not connected to patient at the time of the reported event. The third party service provider checked the ventilator and did all calibrations, extended self-test (est) and short self-test (sst) then set all the parameters in alternate current monitor voltage mode (acmv) and observe the ventilator and found it working. The unit passed all testing and operated within the manufacturer specifications.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use the 840 ventilator stopped cycling. Patient outcome was not provided. The third party service provider checked the ventilator and did all calibrations, performed testing and found it working. Covidien was not authorized to service the device.